Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2011, patient's x-ray reviewed. Interpretation: x-rays show some slight collapse around the bone dowels, but overall stabl e-appearing alignment; no evidence of dislodgment of the grafts. On (B)(6) 2014: patient underwent MRI of lumbar spine without and with intravenous contrast. Findings: there is anatomic sagittal spine alignment. Vertebral body heights are maintained. Marrow signal is within normal limits.

Event description:
It was reported that on (B)(6) 2010 : the patient presented with the following preoperative diagnoses: advanced degenerative lumbar facet disease at l4-5 with facet instability; advanced degenerative disk disease l5-s1 with facet instability. The patient underwent the following procedures: thorough anterior lumbar discectomy with bilateral and foraminal decompression at the l4-5 and l5-s1 levels; anterior lumbar interbody fusion at l4-5 and l5-s1 with use of fusion devices, bone dowels x 2 at each level, and rhbmp-2/acs. Per the op notes, following decompression, the bone dowels were utilized using the double barreled tang to insert 20 mm bone dowels at each level. Distraction was performed prior to dowel insertion with the appropriate size spacers. At this point the bone dowels were packed with the contents of a medium and small rhbmp-2/acs which was split evenly putting one and one half sponges into each dowel. The dowels were slightly countersunk beneath the front margin of the vertebral bodies. Intra-op and post-op x-rays showed excellent position. No complications were reported. (B)(6) 2011: x-rays taken show some slight collapse around the bone dowels , no evidence of dislodging grafts. (B)(6) 2011: the patient wrote a letter stating she had pain in her back and legs with pain radiating down the lateral side of the left leg and across the foot and to the left great toe, with numbness and tingling in the left foot and toes, with similar symptoms in the right leg, as well as some intermittent spasms. (B)(6) 2011: x-rays taken showed the fusion appears to be healing. (B)(6) 2011: x-rays were done and sent for evaluation. Findings: the anterior bone dowels are in good position. There has been a little bit of superior endplate impaction on l5. Otherwise, alignment remains good. (B)(6) 2014: the patient presented for x-rays of the lumbar spine. Impression: fusion of the lumbar spine extending from l4-s1. No evidence of an acute abnormality. (B)(6) 2014: the patient underwent MRI of the lumbar spine. Impression: fusion from l4-s1 with solid fusion throughout the fusion segment. No significant canal stenosis; mild multi-level foraminal stenosis. Mild facet arthropathy; broad based posterior disc protrusion l3-4.